Manufacturer narrative:
(B)(4). Patients birth year: 1954. Concomitant medical products: 010000658 3568909 g7 pps ltd acet shell 42a. 010000718 3624395 g7 neutral arcomxl lnr 28mm a. Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-04358, 0001825034-2021-00066.

Event description:
Hold for ab 7.21it was reported that during surgery, the snap mechanism of the inlay did not work. The inlay could not be driven in deep enough. The surgery was completed with a competitor device. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.